Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity logs shows excessive power on's and a high amount of shocks delievered over a 10 month period (257). There is no evidence of new batteries being installed. The device appropriately prompted a low battery message. This investigation was associated to depleted batteries and is not a result of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.